Manufacturer narrative:
Reservoir device information: model number: 72404155; serial number: (B)(4); catalog number: 72404155; UDI number: (B)(4); expiration date: 03/12/2015; manufacture date: 03/25/2013.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning. The patient's physician determined that the device not functioning during an office visit. The device was not inflating or deflating. The patient did not present with any symptoms. The device was replaced with a 21cmx12mm ipp. The patient had no further medical issues.